Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was advanced to desired position through endoscopy but found out the tip of needle is bent. Operator retrieve the device from endoscopy and finished the procedure with another same product.

Event description:
This follow up report is being submitted to cancel the initial MDR report. The device was advanced to desired position through endoscopy but found out the tip of needle is bent. Operator retrieve the device from endoscopy and finished the procedure with another same product.

Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) (B)(4). Importer site establishment registration number: (B)(4). This follow up report is being submitted as a cancellation report. In line with iso14971: 2012, updates were made to cirls risk management system in november 2017. These updates included the requirement to identify the initial probability of occurrence and the individual risk levels associated with each hazard and hazardous situation. As a result of the system updates the risk documentation has been revised. The severity associated with the hazardous situation has not changed however the identified risk levels associated with distal and proximal needle kinks on echo-hd-xx-c devices have reduced, and are now identified as presenting a low risk to the patient or end-user. This event has been re-assessed and this report is to notify the FDA that this event no longer meets the FDA reporting criteria of a malfunction report. No adverse effects to the patient was reported as occurring.

Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was advanced to desired position through endoscopy but found out the tip of needle is bent. Operator retrieve the device from endoscopy and finished the procedure with another same product.